Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that, one day post implant, the right ventricular (rv) lead recorded events on telemetry with no capture. Decreased impedance was also noted. X-ray showed the lead had not moved. Reprogramming of sensitivity was performed. The lead remains in use. No patient complications have been reported as a result of this event.